Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be returned for evaluation.

Event description:
Received a medwatch from customer regarding an ICU pt that was receiving an insulin drip. Event description: "pt's blood sugar continued to increase on a high dose of insulin drip. Nurse checked the IV tubing and pump and found the tubing to be leaking from the y-site." No permanent harm, the pt has fully recovered. Customer stated that no further pt or event information is available.